Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarmed. The pump was received with minor scratches on lcd window. The pump was received with broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 87 mg/dl. The customer stated that the button alarmed happened while he was sitting down and watching tv. The customer stated that a knot in his tubing did not fix the issue. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.